Event description:
The rptr stated that she did a meter to lab test comparison. Side by side. The reading on her meter (capillary) was 90 mg/dl, and the lab test (venous) was 130 mg/dl. She did not have any symptoms. A control solution test was in range, 135 (96-145). The lifescan rep reviewed testing technique with the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8